Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result, there was the possibility that the reported phenomenon was attributed to the following causes of the user handling. Not all equipment is on. The signal cables are improperly connected. The video connector is not connected properly to the video system center. The electrical contacts on the video connector are dirty.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that before the installation of the subject device to the facility, the image was not displayed. After that the service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated. There was no report of patient injury associated with this event.